Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: v-notes ovariectomy imelda bonheiden dr [name] during v-notes ovariectomy friday (B)(6) 2020, cer reported to me on tuesday (B)(6) 2020 and pick up on wednesday (B)(6) during the procedure and after having used the scissors less than 1 minute it was blunt and didn¿t cut anymore. No harm to patient. Additional information received by email from applied medical representative on 07oct2020 the device was not non-functional upon initial use. The scissors were not used to cut staples/lap band/dense tissue. Intervention: ni. Patient status: no harm to patient.

Event description:
Procedure performed: v-notes ovariectomy. Dr [name] during v-notes ovariectomy friday on (B)(6) 2020, cer reported to me on tuesday on (B)(6) 2020 and pick up on wednesday on (B)(6). During the procedure and after having used the scissors less than 1 minute it was blunt and didn't cut anymore. No harm to patient. Additional information received by email from applied medical representative on 07oct2020. The device was not non-functional upon initial use. The scissors were not used to cut staples/lap band/dense tissue. Intervention: ni. Patient status: no harm to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut consistently across the entire length of the blade. Engineering observed that there was a gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the event unit. It is unknown whether the gap was a pre-existing device non-conformance or caused by use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.